Manufacturer narrative:
The device is implanted, therefore not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The root cause of the reported event cannot be identified. Inspection and test records indicate that this lot conformed to specifications at the time of release.

Event description:
Fibrin reaction was observed 26 days after mi60g implantation in the right eye. Patient was treated post-operatively with antibiotics and anti-inflammatory medication. On (B)(6) 2011, 41 days after implantation, the patient had the membrane surgically removed. Patient also has cystoid macular edema treated with oral and topical medication. The patient's bcva on (B)(6) 2011 was 0.4 (20/50).